Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a flame was seen from the end of the cautery tip. The flame was extinguished with a sponge. The staff continued to use the tip and cautery pen. There was no apparent harm to the patient.